Manufacturer narrative:
We were not able to retrieve information from the hospital about: reference, lot and primary surgery date.

Event description:
The patient came in complaining of pain due to a loose stem. The cause of the loose stem is unknown. The surgeon removed all medacta hardware and implanted a competitor's items. The surgery was completed successfully. The hospital and surgeon are not willing to provide the product information for the primary surgery.